Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for hyperglycemia, with blood glucose of 435 mg/dl. The customer stated that she had been having high blood glucose levels for the last three days before the event. The customer also stated that she uses a quick-set infusion set and that she last changed her infusion set the day before the event. Programming was correct. Nothing further was reported.